Event description:
Additional information was received that handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
On (B)(6) 2014, it was reported that there were communication issues (failure to communicate message) with the handheld. These issues started the week prior on various patients. A hard reset was performed and the wand battery was changed; however, this did not resolve the issue. The programming system would not work on the demo generator either, even when it was taken to a different location. It was confirmed via troubleshooting that there were no issues with the wand. No other information was provided.

Manufacturer narrative:
Serial #, corrected data: the initial report inadvertently reported the incorrect handheld information as the information that initially reported to the manufacturer was incorrect. Lot #,corrected data: the initial report inadvertently reported the incorrect flashcard information as the information that initially reported to the manufacturer was incorrect. Corrected data: the initial report inadvertently reported the incorrect flashcard information as the information that initially reported to the manufacturer was incorrect. Device manufacture date (mo/day/yr), corrected data: the initial report inadvertently reported the incorrect handheld information as the information that initially reported to the manufacturer was incorrect.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.

Event description:
Additional information was received that product analysis was completed on the handheld and flashcard. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.